Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional information received regarding this event after filing, this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they are experiencing a circumferential red rash like area under the white tape collar of the skin barrier. The red rash like area first noticed in (B)(6) 2014. Redness migrated under the tape collar toward her stoma until it was under both the collar and mass. The end user has used an antifungal powder and steroid cream in the past, but not currently. She cleanses her peristomal skin with water followed by barrier wipes and lastly a no sting skin prep. The end user also applied gauze under the skin barrier, it was then that the rash resolved. The end user stopped using the gauze under the mass and within a few days she started to develop peristomal redness. She has tried using pink waterproof and silk tape to picture frame her skin barrier and she developed redness under both. The patient subsequent outcome was not noted. The end user was seen by a dermatologist who prescribed miconazole powder and a topical steroid cream to the red rash like area as well as diflucan. The dermatologist recommended she apply gauze over the red rash like area prior to applying her skin barrier. Advised she resume using gauze under her entire skin barrier as instructed by her dermatologist until samples are received. Recommend a skin barrier without tape collar and convex inserts. The end user was advised on crusting with a ostomy powder or an antifungal powder and a skin protective barrier. Instructed if area does not improve of she has any questions after receiving samples to contact us for additional instructions.